Event description:
It was reported that when the unit was switched on, the unit displayed an e-3 error message.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.